Manufacturer narrative:
The device was not returned to mmdg for evaluation. Because the device was not returned to mmdg no investigation could be performed. Based on the complaint information provided it appears that the pump delivered outside the volumetric range that mmdg considers reportable. A DHR was completed and found no issues or non-conformances. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump over infused. They stated that the infusion ended 90 minutes before it was programmed to. Mmdg followed up with the initial reporter and was advised that the patient was doing fine after the event. (B)(4).